Event description:
It was reported that the patient implanted with this electrode received an inappropriate shock due to t-wave oversensing. Another inappropriate shock had been delivered approximately one and a half years earlier also due to t-wave oversensing. The shocks occurred in the primary vector. During a device change out procedure the sensing vector was reprogrammed to secondary and this electrode remains in service with the new device. No adverse patient effects were reported.